Manufacturer narrative:
In response to FDA report number: mw5107103. Reason for reoperation: rupture.

Event description:
Patient reported textured implant ruptured on unspecified side. This reflects the left side. The device remains implanted.

Event description:
The device has been explanted and replaced.